Event description:
It was reported that the customer stated six days after intubation, the alarm was heard because of air leakage from cuff, and the connection of the inner tube and outer tube was damaged. The patient was reintubated.

Manufacturer narrative:
The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.